Event description:
It was reported that this tachy lead was explanted and replaced during a planned ICD change due to suspected insulation breakage. The serial number is not available. The lead was discarded after the explant in the hospital. It was implanted and active for approx. 180 months. Should additional information be received, this file will be updated.